Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms for approximately the past month. Reportedly, the customer cleared the alarms 2 to 3 times, then charged out supplies if the occlusion alarm persisted. There was no reported impact to the customer's blood glucose level due to the occlusion alarms. During troubleshooting with tandem technical support, the customer loaded a new cartridge onto the pump and after delivering a test bolus of 5 unit the customer received an occlusion alarm. Reportedly the customer had manual injections as alternate insulin therapy.